Event description:
Allegedly, patient suffering from mom complications. Received confirmation on 04/13/2018 that this patient had wright medical components. Additional information received from litigation on 081/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date. (Right).

Manufacturer narrative:
Updated the implant date from (B)(6) 2009 to (B)(6) 2007 and the explant date from (B)(6) 2007 to (B)(6) 2009.